Event description:
Litigation papers allege the following: friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into plaintiffs blood and tissue and bone surrounding the implant. As a result, plaintiff has been experiencing severe pain and discomfort and inflammation in his right thigh and groin. He also experienced a popping and snapping sensation in his hip joint when walking or moving to and from a sitting position. Patient resides in (B)(6). Complaint has been reopened because the patient was revised on (B)(6) 2012 due to metal-on-metal disease, metallosis, pseudotumor, and osteolysis. Also, this is a clinical patient.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.